Manufacturer narrative:
(B)(4).

Event description:
The reporter states an implantable collamer lens was implanted into the patient's right (od) eye. The surgeon reports an oversized icl. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B3 - date of event (B)(6) 2022 should be added to the initial MDR. B5 - "the reporter indicated the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens, -17.00/2.0/089 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due low vault with rotation, lens "dislocation"/subluxation, and blurred vision. The lens was replaced with another same model/ longer length lens and the problem was resolved. The reporter marked the cause of the event as the device." Should be added to the initial MDR. D6a - implant date (B)(6) 2022 should be added to initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4627 should be added to initial MDR. H6 - health effect - clinical code: 2137 should be added to initial MDR. H6 - health effect - device code: 1401 -2923 should be added to initial MDR. H6 - health effect - type if investigation code: 4110-41111 :" lens work order search - no similar complaints reported for units within the same lot." Should be added to initial MDR. Claim #: (B)(4).